Manufacturer narrative:
Sections with additional information as of 14-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 154, 155, 159 and 151 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl (average) and expected pm fasting blood glucose test result is <150 mg/dl. Customer did express risk factor of meter use: although customer stated she does not administer insulin based on the results obtained, customer did state that is concerned the meter is not working as intended, and that her blood glucose "can drop" and she would not be aware of it. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1 : 154 mg/dl date: 04/25 time: 12:11 pm fasting 2 hour after insulin; result 2 : 154 mg/dl date: 04/25 time: 12:07 pm fasting; result 3 : 155 mg/dl date: 04/25 time: 9:11 am fasting; result 4 : 159 mg/dl date: 04/25 time: 3:39 am fasting; result 5 : 151 mg/dl date: 04/24 time: 9:51 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 10-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.